Event description:
A baxter service technician reported an infusion pump with an 812:02 failure code that was found in the device's event history during service. The hosp repesentative stated that there has been no report of pt incident involving this pump since the last baxter service event.